Event description:
It was reported that the patient was unable to trigger the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No investigation of the ventilator on-site was requested. The evaluation is based on the provided information and trend logs. According to the event log, the selected ventilation mode was simv (prvc) + ps. In this mode, the ventilator delivers a preset number of mandatory breaths, but allows the patient to breathe spontaneously between them providing pressure support. The ventilator adjusts inspiratory pressure to deliver a set tidal volume while keeping pressures as low as possible. The set tidal volume resulted in a peak inspiratory pressure of approximately 55 cmh2o, with a short rise time. This rapid pressure increase appears to cause patient-ventilator asynchrony, as the patient struggles against the sudden rise in pressure. This is evident from an increase in pressure observed during the latter part of the inspiratory phase in several simv breaths. The issue occurs consistently, particularly when the patient attempts a spontaneous breath during the expiratory phase just before a mandatory breath. Additionally, the few spontaneous breaths the patient manages to take appear insufficient, as the inspiratory effort is too weak to generate a meaningful tidal volume. There are no indications of ventilator malfunction. The patient¿s difficulty in triggering the ventilator was due to inadequate parameter settings, rather than any technical fault.